Manufacturer narrative:
Date sent to the FDA: (B)(6) 2020. Additional b5 narrative: it was reported that the patient experienced hernia recurrence following surgery.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. Additional b5 narrative: it was reported that the patient experienced discomfort.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent umbilical and supraumbilical hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2013 during which the surgeon noted upon visualizing the mesh, concerns necessitated the dissection and sharp excision of the mesh device. It was reported that the patient experienced severe pain, infections and inflammation. No additional information is provided.